Event description:
It was reported that post-operatively, a non-(B)(6) laparotomy sponge was retained in the patient following a surgical procedure, necessitating a second surgery to retrieve the sponge. The retained sponge resulted in extended the patient's hospitalization by 3-4 days. An x-ray was taken to assist in locating the retained sponge. And the patient was initially taken to the intensive care unit but had to return due to complications. The sponge was fully retrieved during the second surgery. It was noted that the sponge count was correct, and machine read a correct count at the end of the initial procedure but did not detect a sponge was in the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).